Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio removed the analog pcb for further evaluation and determined that the cause of the reported issue was process residue on the pcb.  The process residue caused the wrong amount of voltage to one side of a capacitor, designator c178, which resulted in the device not being able to recognize a shockable rhythm. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect that a ventricular fibrillation (vf) ECG waveform as shockable. The electronic patient record from the tests showed a flat line trace for the ECG. As a result, defibrillation would not be possible.